Event description:
The customer called and reported the insulin pump alarmed with an unexpected restart, as well as a signal too low alarm. Customer's blood glucose was 110 mg/dl. Customer stated the device was not stored or not in use for an extended period of time. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected restart error alarm after battery change, due to broken solder joint on interface board and memory was lost, due to unexpected restart anomaly. The insulin pump passed self-test and no unexpected signal too low error alarm was noted. The device was received with a cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and a cracked reservoir tube lip.